Event description:
It was reported that the bd¿ blunt fill needle with filter packaging was difficult to open before use due to being "sealed too much", and had to be cut open. The following information was provided by the initial reporter, translated from dutch to english: "customer reported that the packaging is difficult to open, it seems to be sealed too much. Therefore the packaging has to be cut to be able to open it which is inconvenient for the customer."

Manufacturer narrative:
H.6. Investigation summary: ten samples were received by our quality team for evaluation. The samples came in sealed packaging blister. They have the plastic shield. The lot# printed on is the lot# 9261545. They have the top and bottom webs fully sealed making difficult to separate them and open the packaging blister; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case both webs were fully sealed and not detected during the inspections. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle with filter packaging was difficult to open before use due to being "sealed too much", and had to be cut open. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that the packaging is difficult to open, it seems to be sealed too much. Therefore the packaging has to be cut to be able to open it which is inconvenient for the customer."